Manufacturer narrative:
The reported event of noise on ventricular channel was confirmed by reviewing the device data. However, the reported event was caused by external (non-device related) factors. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Additional information received notes that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were explanted. The patient was stable.

Event description:
Related manufacturer report number: 2017865-2023-19525. It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator revealed recorded episodes of noise. The noise was non-reproducible. The source of noise could not be determined between electromagnetic interference or mechanical issue of the right ventricular lead. Programing interventions were made. The patient was asymptomatic.